Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-03633. The pt received an scs system including two percutaneous leads (of the same lot) and an ipg. It was reported the leads were explanted and replaced due to high impedances, a loss of stimulation and lead migration. According to the pt's medical history, she has sustained a number of falls since the original implant. During the lead revision procedure on (B)(6) 2010, the physician surgically repositioned the ipg higher in the implant pocket. The original location resulted in the pt sitting on her ipg. The explanted leads were returned to the manufacturer for analysis. Follow up on the pt found, no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.